Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the programmer will not boot past the medtronic logo screen. Software was reconfigured and reloaded to resolve issue. (B)(4).

Event description:
It was reported that the programmer would not complete the start up phase. It stalled at the logo screen. The programmer has been returned for repair. There was no patient involvement.